Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. At this time the device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient that he had arthrex implants implanted in 2018. According to the implant card, the following devices were implanted: ar-9100-09p & ar-9148-21p. The patient was continuously experiencing very intense (unbearable) pain. The patient was treated several times by different doctors due to the pain. The results showed that the prosthesis position is too high and has only a small joint gap. Due to the constant friction, the patient now has a chronic infection. The second opinion of the doctors was that the removal of the entire shaft (not cemented) is necessary. However, this leads to the fact that the entire humerus must be completely damaged.